Event description:
Pump set to infuse at 2mm/hr over 24hrs. Infusion commenced at 1100 hrs. Three hours later pump reported to have made a loud sound with the indicator lamp still flashing. At 1630 hrs. The nursing staff noted the syringe was empty. Pt's condition indicated that they had received the full dose. Pt admitted to the hosp. Drug not confirmed but assumed to be diamorphine.